Event description:
It was reported that the presented to the hospital after experiencing a syncopal episode. The lead exhibited noise and intermittent loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.